Event description:
Patient was undergoing a robotic nissen fundoplication and hiatal hernia repair. During the procedure, while in use, the tip of the harmonic scalpel broke off into the patient. The tip was retrieved without any harm to the patient.